Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the electrograms (egms) were not available for implantable cardioverter defibrillator (ICD). No intervention was performed, as the egms were available when interrogated during an in-clinic follow-up. The patient¿s condition remained stable.